Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed thedata. Analysis indicated that alerts were triggered due to low battery voltage and recommended replacement time (rrt).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 defib lead (B)(6) 2005; 5076 non-defib lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.